Event description:
It was reported that noise and high ventricular rate episodes were observed on the pacemaker. The patient was admitted into intensive cate unit (ICU) due to a cardiac arrest, ventricular tachycardia and ventricular fibrillation. The time of the cardiac arrest correlated with the high ventricular rate episodes,